Manufacturer narrative:
61 - the cadiere forceps had the ear of the distal clevis broken. The broken piece was roughly .189 inches by .345 inches in size. This failure is most commonly caused by overloading the instrument tip. The clevis rivet pin was also dislodged as a result of the clevis breakage. The clevis pin was returned with the instrument. The known common cause of this failure is due to mishandling/misuse. The instrument was found to have the grips dislodged as a result of the clevis breakage. Both grips were returned with the instrument and had no missing material.

Manufacturer narrative:
The cadiere forceps has not been returned for analysis. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow up MDR will be submitted. Based on the information at this time, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, fragments from the cadiere forceps broken off and fell inside the patient. Although, the fragments were retrieved without patient harm, at this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the instrument "exploded" and fragments fell inside the patient. The instrument was not grasping tissue at the time. The fragments were retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer to confirm that the cadiere forceps instrument and cannula were inspected prior to use. The instrument had been inserted for the first time during the procedure and the surgeon was in the process of turning the instrument to orient it when it broke. The instrument did not come into contact with any hard material. At the end of the procedure, an x-ray was performed to locate the fragments. All fragments were located and removed with laparoscopic instruments during the same procedure. The patient has not experienced any post-operative complications.